Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during the ablation procedure, they experienced temperature unstable issues. The needle was replaced and the temperature showed fine. The procedure was completed without any further issues. There was no patient injury. Covidien's initial evaluation of the incident needle found the insulation was damaged and the electrode failed hipot testing.